Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the power button has to be pressed multiple times in order to power on the adc freestyle libre reader. The customer reported experiencing symptoms of shaking, sweating, and subsequently lost consciousness. The customer was able to regain consciousness on their own and reported being able to self-treat (unspecified). No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (jcgv205-t0007) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. The reader turns on when the start button is pressed. The switch was observed to be sticky. The reader was sent for further investigation and de-cased. Visual inspection of the pcba (printed circuit board assembly) was performed and debris were observed around the button surface and under the button dome. No malfunction or product deficiency has been identified. This issue is not confirmed due to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the power button has to be pressed multiple times in order to power on the adc freestyle libre reader. The customer reported experiencing symptoms of shaking, sweating, and subsequently lost consciousness. The customer was able to regain consciousness on their own and reported being able to self-treat (unspecified). No further information was provided. There was no report of death or permanent injury associated with this event.